Event description:
It was reported that during a thrombectomy procedure, the balloon could not be deflated. A replacement device was used to successfully complete the operation. No patient injury was reported.

Manufacturer narrative:
The product was not received for evaluation. As a result, the reported issue could not be confirmed and the root cause could not be determined. It is unknown if the balloon deflation issue occurred due to a manufacturing issue or due to the inflation medium being used in the procedure. As noted in the IFU: warning: if using contrast media as the inflation medium, then follow the instructions provided by the contrast media manufacturer and pretest the balloon to ensure proper inflation/deflation. If the contrast medium is too viscous, it may restrict the ability of the balloon to inflate and deflate properly. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements. We have not received any other complaints of a similar nature for devices from this lot.